Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, dislodgement was observed on the right ventricular lead. The physician tried to reposition the lead, but the helix was not able to rotate. The lead was explanted and replaced. The patient&#38112;condition is stable.